Event description:
On (B)(6) 2007, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2008, a distal type I endoleak was repaired using a contralateral leg component. Both sides of the originally implanted devices were extended and relined using two contralateral leg components, one iliac extender component and an aortic extender component. On (B)(6) 2012, the patient presented to the emergency room with abdominal pain. A computed tomography revealed a possible proximal type I endoleak. An aortic extender component was implanted, however; the device unintentionally covered the patient's right renal artery. The physician attempted to pull the device down, however; the attempt was unsuccessful. It was reported that the patient's left renal artery was 100% patent so the physician decided to leave the right renal artery covered. The angiogram revealed that the originally implanted contralateral leg component was partially coming out of the contralateral gate and a leak was present. Another contralateral leg component was implanted to bridge the device with the contralateral gate. The endoleak was resolved and the patient tolerated the procedure. It was reported that the physician felt the leak was due to the aneurysm shrinking and the contralateral leg component began to loosen from the contralateral gate.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4).